Event description:
ICU pump failed to audibly alarm with upstream occlusion, downstream occlusion, operating room bag empty. Biomed has custody of pumps and filmed pump not alarming. Biomed verified the issues and is sending the machines to baxter to investigate. No harm to the patient, equipment was switched out immediately upon identification of issue. Of note, rear cases on both machines were replaced by baxter. Battery and power cords were inspected. The machines were tested and returned to service after inspection. Manufacturer response for infusion pump, baxter sigma spectrum infusion pump (per site reporter). Replaced batteries.